Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately tortuous right forearm vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, first inflation was achieved with a pressure of 6atm and with a 30 second inflation duration. However, a balloon burst was noted. It was confirmed that the lesion had some hard parts, and uneven inflation that could've caused the rupture. The device was removed from the patient. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.